Event description:
It was reported that the ventilator had an issue with inspiratory tidal volume and expiratory tidal volume. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with inspiratory tidal volume and expiratory tidal volume. According to provided information, no abnormal could be found during ventilation for 3 hours. No further issues have been reported. No logs were provided and no parts were replaced for investigation. Therefore the root cause for the reported problem could not be determined.